Event description:
According to the reporter, the device had an unspecified issue. Upon triage on (B)(6) 2017, the service technician found that the unit's overlay had burnt traces.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of a burnt overlay. The unit was received for triage and the reported condition was confirmed. The overlay was further investigated and it was discovered that the overlay had burnt traces. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation all device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.